Event description:
The purchasing agent reports the screw came out of the instrument during the surgical procedure. The surgeon wants verification of whether the screw is stripped or whether the socket is stripped. The instrument is being returned to the instrument repair center for evaluation. No patient injury was reported.